Event description:
On (B)(6) 2010, the pt was implanted with a surgical lead placed cervically for bilateral coverage to her arms and fingers. It was reported that the pt is not receiving adequate stimulation through the lead. A CT scan and x-rays were taken; however, no visible connection or placement issues were detected. Diagnostic tests revealed normal impedance values for all contacts. There are no plans for surgical intervention at this time.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.